Event description:
It was reported that the lead integrity alert (lia) was triggered. Device interrogation shows high number of short v-v intervals and fluctuating rv pace/sense impedance. A number of ns-vt (non-sustained ventricular tachycardia) episodes with lead noise are recorded in the device memory as well. During lead revision it was not possible to remove the lead. The distal part of the lead showed a visible complete fracture where all the conductors were separated about 2-3 mm near the same spot where the suturing sleeve was originally situated. It was assumed that the 2-3 mm gap was caused by pulling the lead when trying to remove it. The lead was cut directly in the gap, and capped and abandoned in the patient. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured, but inner tubing kinked and white substance noted on outer insulation; proximal segment returned and analyzed.